Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 3 and is linked to mfg report numbers 3004608878-2025-00046 and 3004608878-2025-00048: a facility reported that during a chiari repair case, the mayfield composite series base unit (a3101) slipped on the patient's skull despite all three pins appearing fully locked in place. Lacerations occurred on both sides of patient's skull and required stapling. The mayfield set up was removed and replaced with an alternative kit, and the surgeon proceeded with the operation. There was surgical delay of approximately 20 minutes.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. The mayfield composite series base unit, standard (a3101) was not returned after three good faith effort (gfes) attempts were made. Product serial number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. As a result, the root cause of the reported issue could not be determined. However, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.